Manufacturer narrative:
Analysis indicated that the handpiece was not running upon arrival, pre-repair temperature test could not be performed. The handpiece was not working due to the corrosion in the motor and bearings. The device was repaired, tested to manufacturer product specifications and returned to the customer.

Event description:
It was reported prior to performing a fess (frontal endoscopic sinus surgery), the handpiece generates a lot of heat. There was no patient impact.